Event description:
Customer stated that they had a bravo ph procedure which failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.